Event description:
It was reported, the control buttons of the subject device are almost impossible to press, and it only pumps weakly. The issue occurred during preparation for a diagnostic colonoscopy procedure that was completed using the same set of equipment. There were no reports of patient harm associated with the event.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
This supplemental report is being submitted to provide the legal manufacturer's final investigation results.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation results. Device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reported failure was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: the control buttons are defective, affecting the pump due to the control printed circuit board has failed, the device does not function correctly. However, a definitive root cause could not be identified. Olympus will continue to monitor the field performance of this device.